Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The reported poor imaging appears to have been a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip referenced is filed under separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip was implanted without issues, reducing mr to 2. To further reduce mr, a second clip (01201u154) was advanced. Imaging was challenging due to shadowing. During grasping the clip got entangled in chordae. Troubleshooting was performed, but the clip could not be freed and was implanted in chordae. Another clip (00512u140), was advanced and was implanted. The clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr was reduced to 2. No additional clips were implanted. There were no adverse patient effects. No additional information was provided.